Event description:
Intuitive surgical, inc. (Isi) during failure analysis (fa) of a long bipolar grasper instrument, fa noticed debris/ staple between the grip cable and conductor wire on the yaw pulley. There was no report of patient injury.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The long bipolar grasper instrument was tested and could not verify the customer reported event. The instrument was tested on an in-house system. The instrument passed the recognition and the engagement tests. The instrument was fully functional. No product issue was found. Based on the investigation results, customer reported issues may be due to other factors unrelated to the product. No damage to conductor wire was observed. Debris was noticed between the grip cable and conductor wire on the yaw pulley. As a result, the wire appears to be broken/damaged but it is not. The complaint was confirmed by failure analysis. The probable root cause cannot be determined.